Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all devices had difficulty logging in. A technical support specialist (tss) identified that the medstations were unable to download the certificate revocation list (crl) file due to firewall restrictions. The tss instructed to whitelist port transmission control protocol (tcp) 80 for crl access from both the hospital's and microsoft's crl servers. The root cause was the hospital's crl server being blocked or unresponsive, causing login delays. The tss confirmed microsoft¿s crl server was configured properly and assisted the customer to resolve the login delay issues for the affected devices by following knowledge article (medstation es ¿ password/userid authentication slowness ¿ crl server blocked by firewall). The system functioned as intended after the technical support specialist assessed the device. D4 & h4: device serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all devices had difficulty logging in. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.